Event description:
A doctor experienced "extreme vibrations" while using a 4.5mm diameter anterior xive twist drill (part of the xive expert set surgery kit, catalog# 26-8000) during an osteotomy procedure. The vibrations allegedly caused the bone-augmentation site to fracture, an event that would require further intervention to preclude permanent damage to a body structure.